Event description:
Two registered nurses went to administer medication on a syringe pump. When entering the volume and duration, the pump did not calculate correctly. Vol=12ml to infuse over 30 mins which should have been 24 ml/hr but pump registered 40ml/hr. Tried to enter rate of 24ml/hr and pump said duration was 50 mins. Pump set up changed out and medication programmed properly on new pumps. No harm to patient. Tried to reprogram outside of room; it was ok on large vol but syringe pump was incorrect.